Manufacturer narrative:
The returned product was evaluated and found the cannula assembly fully deployed. The exposed portion of the soft cannula appears to have a kink near the distal tip. Although damage to the soft cannula was found, the cause of high blood glucose levels could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 21 mmol/l (378 mg/dl) after wearing the pod between 36 and 48 hours on the abdomen. Hyperglycemia treated by patient activating new pod and bolus.